Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported the 355ld would not arm. It was reported the procedure was completed using another obturator from a different 355ld in this device. There was no consequence to the pt.